Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: review of the black box data did not reveal any evidence of power issues. Data from the time of the alleged issue had been overwritten due to continued use of the device after the alleged issue occurred. The returned battery cap and pump were intact and without damage. The returned battery cap secured properly to the pump and the pump powered on normally to be exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.